Event description:
It was reported that the device was perfectly working over 18 months and that a malfunctioned occurred at once without any trauma. Reportedly, a cable interruption at the implant hosing was observed during explantation. The pt was explanted of the vibrant soundbridge concerned on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.